Event description:
During a laparoscopic procedure, the device was being used inside of a patient and the lower jaw of instrument fell off in patient's abdomen. The doctor was able to remove the broken piece of device from the patient abdomen. No patient injury was reported.